Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Expiration date not available. Premarket identification k013227 and k953101. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that hla4g abutment disengaged from 6 hexagon, probably it is a material defect. The implant was removed. The implant was not damaged.

Manufacturer narrative:
Zimvie complaint number (B)(4). One abutment was returned for investigation. It was confirmed via follow-up that the implant was not damaged. Therefore, one implant was not returned for evaluation. Visual evaluation of the returned product identified wear on the abutment and screw. A crown was attached to the abutment. The abutment fractured at the hex. The fractured hex piece was returned with the abutment. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fracture). A pre-existing condition noted on the per was not reported. Bone density was unknown. The reported device location was not reported. The device was used for approximately 2 years and 2 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use- prosthetics for zimmer dental implant systems (IFU 4894 rev. 6 - 08/19) information identified: 'warnings' 'precautions' 'contraindications.' Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19 and instructions for use ¿ zimmer® instrument kit system, zimmer dental single patient drills, driva¿ drills, and tools -ifu8874 rev 5 - 08/19. Information identified: 'warnings' 'precautions' 'contraindications' per the applicable IFU¿s, it is stated that severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot numbers 2020110844 and 1221086. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers 2020110844 and 1221086 for similar events and no other complaint was identified. Review completed utilizing keywords: 'dental : functional : fracture.' Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation. The implant was not damaged or returned.

Event description:
It has been identified upon investigation results and confirmed with the doctor that the abutment was fractured.